Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had multiple cubie pocket and not detected on bus along with having cubie pocket showing duplicate address error. A field service engineer (fse) shut down the station and reseated the roll board cable for drawer 2.2, along with connections to the row boards and all auxiliary drawer boards to prevent future issues. Once reconnected, the station came online, which triggered the cubies to unload. The fse used diagnostics to open each cubie pocket, allowing the customer to retrieve and reload medications. A total of 12 pockets were reloaded. To confirm the repair, the fse removed and reinserted each pocket, closed the lids, and had the customer inventory the drawer in the application, which was completed successfully without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary drawer displayed the message 'duplicate address detected' for all pockets. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.